Event description:
The patient reported that they had a problem with the catheter. When their physician tried to unblock it, he shot a "really large dose of dilaudid into his spine and they literally dropped dead in the physician's office." The patient further stated that it took "quite a lot to bring him back to life." The patient had the pump shut off. The patient's pump was filled with sterile saline. The patient stated the catheter problem occurred in about 2005. Since then, the patient had been refilled every three to four months with saline.

Manufacturer narrative:
Product ID 8731, lot # b003015n34, implanted: (B)(6) 2003, product type catheter. (B)(4).